Manufacturer narrative:
The reported incident of pump stoppages was confirmed via evaluation of the log file collected from the returned system controller. The log file contained pump stoppages that occurred while the patient was connected to the power module. The system controller was tested with the manufacturer¿s laboratory equipment and the reported pump stoppages were not able to be reproduced. The returned system controller functioned as intended during analysis. A root cause for the reported events was unable to be conclusively determined. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 83 days (calculated from the date when the system controller was issued to the patient). The device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that motor stopped events were observed on the system controller history screen. The log file was evaluated by the manufacturer's technical services representative. There were several motor stopped events recorded that all appeared to have occurred while on the power module patient cable. The patient was asymptomatic during the event. It was also reported that the alarm was unable to be reproduced when manipulating the driveline while connected to a hospital-owned power module patient cable. There were no signs of trauma to the external portion of the driveline. The system controller was exchanged. No alarms were reproduced when the replaced system controller was connected to a mock loop. The manufacturer's technical services representative did not note any issues upon review of a subsequent log file after system controller exchange.